Event description:
Procedure: colectomy. According to the reporter: procedure: laparoscopic colectomy. At inspection prior to use on patient suddenly the tip part of sulu moves with no intention. After it stopped a doctor confirmed that 5 firing progress indicator lamps were lit up and the cartridge status indicator lamp turned off. Trying again and the same trouble was duplicated for three times. Using manual device of ultrashort type the case was completed with no problem. Operating time extended: less than 30 min. New one was opened to complete the case with no problem. It was not used on patient. No patient involvement. No tissue damage, no tissue loss, no bleeding. No anticipated tissue loss. Nothing of adverse event caused by extension of or time was reported. The patient current status: good no info of product type and lot number of cartridge was reported. Confirmed that the clinical sample is being returned for investigations. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).